Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified malfunction alarm occurred. Customer reset the pump, the unspecified malfunction alarm was cleared, and insulin delivery was able to be resumed. There was no reported adverse impact.